Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17743077l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: 1.smartablate generator us catalog #: m490002 serial #: (B)(4). 2.smartablate pump us catalog #: m490003 serial #: (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter. Initially, it was reported that when the catheter was taken out of the patient, char was noted on the end of the catheter. This catheter did not need to be replaced. No patient consequences were reported. The char reported was assessed as not reportable. Char is a physical phenomenon of radio frequency. It can be the normal result of the ablation process. The presence of char on the electrode does not represent a serious injury in itself nor is necessarily the result of device malfunction. Char can be seen in all ablation catheters. Additional information was received on (B)(6) 2018 stating that the material found attached to the tip of the catheter was coagulum and therefore, not char. There¿s no information that the patient exhibited any neurological symptoms since the procedure was completed. The system did not present any error messages nor did the physician/user see any product problem. However, it was noted that the temperature limited once. The generator settings were set to power control mode, temperature warning 40 degrees celsius, cut off 42 degrees celsius, and the ablation settings: time 999s, power 40w, power ramp off. Impedance settings were set to max cut off 250 ohms, spike cut off -off and minimum cut off 50 ohms. The noted temperature, impedance and power were not known. They were using heparinized saline. Additional information was received on (B)(6) 2018 confirmed that the system allowed the ablation when the temperature limit warning was displayed at 40 degrees. However, the temperature cut off value was set to 42 degrees. Therefore, the system will allow the ablation since the cut off value was not exceeded. This is a normal behavior of the system and not a system malfunction. Since the material found on the catheter was noted to be coagulum, this issue has now been re-assessed to a reportable malfunction. The awareness date of this coagulum issue will be reset to (B)(6) 2018 when the additional information became available.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter. Initially, it was reported that when the catheter was taken out of the patient, char was noted on the end of the catheter. The customer later clarified the material was possibly coagulum. This catheter did not need to be replaced. No patient consequences were reported. Product investigation summary: the device was visually inspected and coagulum was observed on the tip, then, during the second visual inspection it was clarified that the material observed is char. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. The customer complaint regarding char/coagulum was confirmed, however, no malfunction was observed on the catheter. Manufacturer¿s ref #: (B)(4).